Event description:
Caller reported their pump screen was dark and wouldn't turn on. There was no adverse impact to the customer's blood glucose level. Cts instructed the caller on troubleshooting steps, but they were unsuccessful, leading to cts deciding to replace the pump. Customer will use mdi as backup therapy to ensure insulin delivery is not interrupted and was advised on steps to take with the replacement pump. Cts arranged for the pump to be returned and a replacement sent without signature required for delivery.